Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins). The patient presented for reprogramming. Beginning on an unknown date, electrode 5 had impedances over 10,000 ohms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The rep reprogrammed around the electrode to get adequate coverage. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.